Event description:
Add'l info rec'd from MFR 6/8/2004: MFR has not submitted a medwatch report for this event. The voluntary medwatch report indicates the malfunction of the drill but did not result in an adverse event and there was no harm to the pt. MFR has concluded that the event is not reportable.

Event description:
2.5 zimmer drill bit head broke off in bone -left tibia- during surgical intervention for fractured tibial plateau. Physician decided to leave drill bit tip where it was. Entire zimmer plating system brought in by zimmer rep for use during surgry.